Event description:
Additional information received states that the revision surgery will be performed on (B)(6) 2021. There are two options for revision surgery. First, the surgeon will leave a cup and fix a new polyethylene liner with cement. (A zimmer biomet¿s liner (zb) is prepared for the surgery). Second, the surgeon will replace a cup with other company¿s cement cup.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner was found to be worn. The surgeon said that since the patient is old, whether to replace the liner or not will be decided in consultation with the patient at the end of october. If the revision surgery is to be performed, it will be performed in november. If the revision surgery is to be performed, the surgeon will replace the liner with a new polyethylene liner and fix it with cement. The cup will be kept as it is because the alignment of the cup is good.